Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 20210, the patient developed peritonitis. On (B)(6) 2010, the patient began treatment with vancomycin 1gm loading dose ip, amikacin 150 mg loading dose ip, fortum 500 mg three times daily ip, and reflin 500 mg three times daily ip. Pd therapy was ongoing. The peritonitis was resolving.